Event description:
It was reported that a percutaneous drill bit was broken during surgery. The surgeon was removing a non-synthes plate due to a non-union of the left mid-shaft femur and fracture above a total knee stem. The surgeon left in some broken screws associated with the non-synthes plate and as he was pre-drilling, one of the non-synthes screws was hit with the drill bit causing the tip to break off. The surgeon decided not to retrieve the tip of the drill bit. The surgeon re-implanted the patient with a synthes plate and used another drill bit to complete the surgery. The surgery was successfully completed with no delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Device is an instrument and is not implanted/explanted.. Device was used for treatment, not diagnosis. Placeholder.